Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 with a high blood glucose level of 600 mg/dl. The customer was treated for their blood glucose with an IV through the neck. The customer stated that they had a vaginal mesh that punctured her colon, and frequently battles infections in her abdominal cavity. The customer stated that they received a no delivery alarm. The customer asked to be called back in ten minutes. The customer was called back but there was no answer.